Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, the patient experienced vasospasm. In (B)(6) 2008, the patient presented with intermittent chest pain and shortness of breath with abnormal stress test. The patient was subsequently diagnosed as stable angina. Electrocardiogram revealed sinus tachycardia and nonspecific st changes and cardiac catheterization was recommended. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 80% stenosed, 3.5mm in diameter and 15mm long. Post dilation was performed. Residual stenosis was 0%. In addition, a non-target lesion located in the mid right coronary artery (rca) was treated with balloon angioplasty using a maverick monorail balloon. Following the angioplasty, significant spasm was noted. This was treated with administration of intracoronary nitroglycerin. The patient was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).